Manufacturer narrative:
Block b3: exact date unknown, event occurred shortly after the implant of new ipg last(B)(6) 2025.

Event description:
It was reported that the lead migrated which was confirmed with imaging and the patient was no longer getting coverage in the pain areas. The patient underwent a revision procedure wherein the physician took out the implantable pulse generator (ipg), disconnected the lead, cleaned and reconnected the device. The patient was doing well postoperatively with adequate stimulation. The device remains implanted and in use.

Event description:
It was reported that the lead migrated which was confirmed with imaging and the patient was no longer getting coverage in the pain areas. The patient underwent a revision procedure wherein the physician took out the implantable pulse generator (ipg), disconnected the lead, cleaned and reconnected the device. The patient was doing well postoperatively with adequate stimulation. The device remains implanted and in use. Additional information was received that the patient underwent a paddle lead revision upon opening, dissecting down to the lead. The physician was not able to move the lead due to scar tissue, so the patient was sutured back up, and nothing was changed altered, nothing was taken out.